Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan (lfs) alleging that her one touch ultralink meter was displaying an "error 2" message. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. This complaint was classified based on the customer care advocate (cca) documentation. The pt alleged that the product issue began at approximately 8 am on (B)(6), 2010. The cca documented that the pt tests her blood sugar four times a day and manages her diabetes with an insulin pump. The pt confirmed that she did not change her usual diabetes routine due to the alleged product issue. Shortly after the alleged meter issue began, the pt claimed that she became "hypoglycemic" specifying "incoherent" as her symptom. The pt claimed that she was treated by non-hcp with food/drink. The pt denied using any other meter to test her blood glucose. The cca documented that the pt was using correct test strips and was following a correct technique for testing her blood glucose on the subject meter. The cca noted that the reported error message did not occur when the power button was pressed. The pt claimed that the error message occurred when the test strip from multiple vials was inserted into the subject meter. Replacement meter and supplies were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the alleged issue and she developed symptoms that required medical intervention from a lay individual for a condition suggestive of hypoglycemia after the alleged meter error message began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.